Event description:
A female individual underwent a thrombectomy with the clottriever catheter to address her deep vein thrombosis. The thrombectomy was successful, but after the intervention, the patient developed a ful-minant pulmonary embolism. This was addressed with another thrombectomy using the flowtriever system. Unfortunately, the patient also had a myocardial infarction and stroke due to an undiagnosed patent foramen ovale. This resulted in neurological deficit. Upon last follow up the patient remains in the intensive care unit.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were re-viewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was likely the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).